Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at time of incident was 300mg/dl and 600 mg/dl and current blood glucose value was 560 mg/dl. Customer treated by manual injection. Customer did not allege pump was under delivering. Customer declined to continue pump troubleshooting. Insulin pump will not be returned for analysis.